Manufacturer narrative:
Pump received with missing segments due to cracked lcd zebra connector. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that portions of the insulin pump's display were missing. The customer also reported that the keypad was unresponsive and the backlight would not come on. The customer stated that the device was dropped several times. Blood glucose level at the time of the incident was 187 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.